Event description:
Procedure type: gynecology. According to the reporter: the client reports that the balloon burst during utilization. There was no report of pieces falling into the cavity or impacting the patient. There was no report of the operating time and incision being extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
(B) (4). (B) (4).